Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer was hospitalized twice for diabetic ketoacidosis (dka) and a blood glucose level over 600 mg/dl. The customer suspected the cause to be the pump. While in the hospital, the customer was treated with an insulin drip to resolve the issue. The customer was released on from the hospital on (B)(6) 2019 and then on (B)(6) 2019 with no permanent damage. Reportedly the customer continued to use the pump for insulin therapy.